Event description:
It was reported that as lvp 20d dehp 3ss cv came apart and the tubing came out. The following information was provided by the initial reporter: material no.: 2426-0500 batch no.: 20043402 it was reported by the customer that the connector is not holding the tube securely in the port resulting in the tubing unexpectedly coming out of the y-site. Initial report: it was reported that there were bubbles in tubing, or weak spots. Customer called and said he received many defects of nurses experiencing bubbles in tubing, or weak spots.

Manufacturer narrative:
H6: investigation summary the customer reported problems with the tubing at the y-site, and bubbling and weak spots in the tubing. There were 20 unused samples of the reported lot, 20043402, returned for investigation. The samples were manipulated at all connections and no defects were found. All samples were intact and did not show weak spots. The complaint cannot be verified. A device history record review for model 2426-0500 lot number 20043402 was performed. The search showed that a total of 34,563 units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause is unknown without an observed failure. H3 other text : see h10

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d dehp 3ss cv came apart and the tubing came out. The following information was provided by the initial reporter: material no.: 2426-0500 batch no.: 20043402. It was reported by the customer that the connector is not holding the tube securely in the port resulting in the tubing unexpectedly coming out of the y-site. Initial report: it was reported that there were bubbles in tubing, or weak spots. Customer called and said he received many defects of nurses experiencing bubbles in tubing, or weak spots.